Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and the right ventricular (rv) lead exhibited high impedance. The ra lead was partially explanted and replaced. The rv lead was fully explanted and replaced. No patient complications have been reported as a result of this event.